Event description:
The customer only gave the information that the lens was defective. The lens had to be explanted.

Manufacturer narrative:
The purpose of this supplement is to revise section to remove the statement "the lens had to be explanted." Initial records had incorrectly listed the lens as explanted. This supplement is also updating the agency on new information regarding the product investigation completed by (B)(6), hoya quality assurance department, on 06/15/2015, which found that: the correct complaint category should be "isert clogging". The lens was found stuck inside the middle of the injector tip. The slider was fully advanced and the rod was advanced partially. The tip of the rod was crossed over the optic and was deformed. No abnormalities were found in the production and inspection records of the product. A new lens (of the same diopter) was re-installed in the cartridge received with another injector and released; the lens came out without any problems. A dye test showed that the injector was properly coated. No root cause for the clogging could be identified from these tests.

Event description:
Additional information: the customer only gave the information that the lens was defective.